Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Tilt, vena cava (vc) perforation, depression, anxiety and fear, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Event description:
No additional information to provide at this time.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by (new manufacturer). With the submission of this initial report, (new manufacturer) informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges " I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforate outside of it". Additionally, patient notes depression and post implant dvt. Per the (B)(6) 2016 vena cava filter insert: "the gunther-tulip transjugular inferior vena cava filter was advanced through the introducer sheath and positioned with the apex at the inflow of the renal veins. The filter was deployed without difficulty, in satisfactory position". Per the 12apr2018 independent review of CT scan of abdomen and pelvis: "positive for cava perforation. Superior extent of ivc filter t12-l1 disc space. Inferior extent superior l2 vertebral body. A total of 4 prongs have perforated the ivc series. Maximum distance prongs perforated 9 mm. Coronal images 3 degree tilt left to right. Sagittal images 9 degree tilt posterior to anterior series. Diameter of ivc directly above filter 23 x 17 mm.